Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in a very calcified vessel. An 8.0 x 60, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured and during withdrawal, it was noted that the balloon was out of its carrier catheter. A surgical approach of scarpa, arteriotomy and extraction of the balloon were then performed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: three separate sections of the device were received for analysis. One detached section consisted of 70mm of balloon material and the device¿s tip. The second section consisted of 149mm of balloon shaft and the third section consisted of 695mm of shaft, hub/manifold, the balloon bond and approximately 5-10mm of balloon material. The markerbands were not returned for analysis. The balloon was received in two different sections. The balloon detached approximately 5-10mm distal to the balloon bond at the point of the circumferential tear. Approximately 5-10mm of balloon material was left attached the distal shaft and 70mm of balloon material was completely detached from the device shaft. A visual and microscopic examination of the balloon material identified a longitudinal with a complete circumferential tear in the balloon material. The entire section of detached balloon was torn longitudinally. No issues were noted with the balloon material that could have contributed to the complaint incident. No issues were noted with the tip that could have contributed to the complaint incident. Two separate sections of the shaft were returned for analysis. One section consisted of 695mm of shaft and the hub/manifold. The second section consisted of 149mm of balloon shaft. The balloon shaft was observed to be severely kinked and stretched. This type of damage is consistent with excessive force being applied to the delivery system which may have occurred when difficulty was encountered removing the device. An examination identified no issues with the returned shaft that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in a very calcified vessel. An 8.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured and during withdrawal, it was noted that the balloon was out of its carrier catheter. A surgical approach of scarpa, arteriotomy and extraction of the balloon were then performed and the procedure was completed. No patient complications were reported.